Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose increased from 409 to 514 mg/dl. She treated her blood glucose level with a manual injection of 10 units of insulin. The device was not returned.